Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified shunt branch. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, on the third inflation between 8 to 10 atmospheres, the balloon ruptured. The procedure was completed using this device as it is and then was successfully removed with no damage on observed. The rupture was near the tip marker in the shape of a pinhole. No complications reported, and patient status was good.